Event description:
Reportedly, the customer entered 26 grams into the carb field. Pump data showed 15 units of insulin was delivered. Customer did not understand how the 15 units was requested. Blood glucose level was slightly low but had been corrected. During troubleshooting with tandem technical support, pump data showed that a bolus was calculated correctly based on customer's carb setting and the user overrode the suggested amount and entered 23 units. Pump ma--bolus feature was set to 15 units; therefore, pump correctly delivered 15 units. Customer acknowledged overriding accidently.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.